Event description:
It was reported that as the surgeon started to turn the screw into the plate the screw seemed to rub against the locking mechanism and the locking mechanism bent upward. This made the function of the locking mechanism no longer in optimal working condition. The surgeon had to take out the plate and introduce a new plate. There was no real gap in time during the surgery and a 32mm plate was used instead.

Manufacturer narrative:
Method: device not returned; results: no specific details were provided concerning the technique used, that could have contributed to the reported event (such as over-articulation of the drill guide/tap/screw). Therefore, the exact cause cannot be determined. The potential cause is multifactorial in nature. Conclusion: the returned device was confirmed to be an aviator assy two level plate. It was confirmed via visual inspection that the spring bar of the plate was deformed. No delay in surgery resulted and all components were successfully removed and a new plate was installed. There were no new hazard/harms identified or breach of severity.

Event description:
It was reported that as the surgeon started to turn the screw into the plate the screw seemed to rub against the locking mechanism and the locking mechanism bent upward. This made the function of the locking mechanism no longer in optimal working condition. The surgeon had to take out the plate and introduce a new plate. There was no real gap in time during the surgery and a 32mm plate was used instead.